Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the encoder was pushed into the device and additionally noted that the upper case was broken, the battery drawer was sticking, the display wire was pinched with the insulation exposed and one knob was missing. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular output adjustment knob was pushed in all the way to the housing. The caller was advised to return the epg for service. There was no patient involvement. It was further reported that the generator had been received into service.